Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an explant procedure.